Event description:
It was reported that the patient complained that the system controller alarmed "connect power" while connected to external power or to fully charged batteries. Consequently, the controller was replaced and the alarm was resolved. A no external power event was recorded several times during the history while connected to mobile power unit (mpu). This was likely caused by the power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by this event. It was noted that the event log file did not contain any events while on battery power. Additional information was received that the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical connect power alarms was unable to be confirmed. The submitted log files did not indicate any issue with the system controller. The system controller was not returned for testing. Provided information indicated that the controller was replaced and the alarms resolved. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.